Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a run time error. The customer¿s blood glucose level was 11.5 mg/dl at the time of the incident. The customer states when reaching 100 % it comes with run time error as it takes nearly 40 minutes to upload. The insulin pump self-test didn't pass as hardware low level failure alarm came up. The customer was advised to change battery and call back to trouble shoot.